Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The returned computer booted normally to the application screen multiple times during burn-in testing. The spine application started and ran normally. Testing found no errors. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the pc would not boot up to the software application screen. There was no patient present when this issue was identified.